Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken case, the upper case was broken around all encoders, the lower case was damaged and contaminated, the hanger was cracked, the atrial output connector was broken, the keypad was contaminated and the window scratched, one knob was missing and the main seal and all four encoder nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the front of the external pulse generator's case was broken. The generator was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.